Manufacturer narrative:
Pump received with button error alarm and no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 316 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.